Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that this was an implant procedure. The patient had adequate stimulation coverage postoperatively.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.